Event description:
It was reported that the catheter was placed on 11/3/97 in an obstetrical pt. On 11/4/97, the catheter separated during removal. A surgical procedure was performed to remove the retained portion. There were no pt complications reported.